Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Once the investigation on the unit is performed, a follow up report will be submitted.

Event description:
Customer reported that there was a discrepancy between the arterial blood and gas and pulse ox value. Subsequently, on (B)(6) 2014 in the ccu, the spo2 was reading high as compared to the abg result. The patient was placed on bilevel positive airway pressure (bipap). He was on 61pm simple mask at 1632 and was placed on bipap sometime before 2nd arterial blood gas(abg) draw at 1740.